Event description:
The user was admitted to the emergency room due to an ear infection. The ear drum was perforated due to the infection. The user was explanted due to the degree of infection found.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection in the ear which could not be treated with antibiotics. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation.

Event description:
The user was admitted to the emergency room due to an ear infection. The user was explanted due to the degree of infection found.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the information received from the field the device was explanted due to an infection in the ear which could not be treated with antibiotics. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user was admitted to the emergency room due to an ear infection. The user was explanted due to the degree of infection found.